Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the system was not starting, and it was tripping intermittently. The philips field service engineer (fse) inspected the system onsite and recommended the customer to examine the ups, as the mccb was tripping intermittently without any error indication from the earth leakage relay (elr) and identified that the mccb tripping was the root cause of the system's bootup problem, although fse was unable to replicate the issue. To resolve the issue, the fse reactivated the tripped mcc. After repair, the system was returned to use in good working order.